Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 460mg/dl. Customer treated with a syringe and indicated that there is pain at the insertion site. Customer was advised to change the entire set and to monitor the issue. Troubleshooting found that the customer went to their endocrinologist. Customer declined high blood glucose troubleshooting as their blood glucose went down to 112 mg/dl.